Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active sleep current, sleep current test and self test. No pump error 82 alarm noted during testing. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 82 alarm was found in the traces on (B)(6) 2024 at 17:01:18.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage to the electronic assembly and motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked belt clip rails and cracked case-corner of belt clip rails. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4). Failed batt test was not confirmed during testing. Exposed to moisture confirmed on electronic assemblies. Battery cap damage confirmed due to missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required.. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.